Manufacturer narrative:
Pump received with cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had black marks on the display. The customer was unable to go into menus and perform the self test. Blood glucose level at the time of the call was 127 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.